Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that if the head's cable was pulled or twisted near the rupture in its insulation the programmer would shut off and not turn on again till the head was unplugged. Analysis also noted that the head's lens in its upper case was cracked. Both the cable and the upper case were replaced to resolve. No other anomalies were found. Concomitant product: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.